Event description:
Arterial sheath was placed in pt and defective valve was then noticed. Sheath was removed from pt. Pt was not injured. Cath lab has requested that all defective medical devices be reported to the FDA.